Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that the nano 2nd gen pen needles will not fit onto the insulin pen. Verbatim: consumer reported that the nano 2nd gen pen needles will not fit onto the insulin pen. Consumer stated that she had no issues using the original nano needles but her walmart pharmacy told her that the original nano needles have been discontinued.consumer provided the lot #s for two boxes, then stated that she had to go then disconnected the call. She said that the pharmacy provided her with a different brand of needles that she is presently using.lot #: 0168024, 0245209catalog #: 320550date of event: unknownsamples: discarded".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0168024 medical device expiration date: 2025-06-30 device manufacture date: (B)(6) 2020. Medical device lot #: 0245209 medical device expiration date: 2025-08-31 device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use.the following was reported by the initial reporter:"it was reported that the nano 2nd gen pen needles will not fit onto the insulin pen.verbatim:consumer reported that the nano 2nd gen pen needles will not fit onto the insulin pen. Consumer stated that she had no issues using the original nano needles but her walmart pharmacy told her that the original nano needles have been discontinued.consumer provided the lot #s for two boxes, then stated that she had to go then disconnected the call. She said that the pharmacy provided her with a different brand of needles that she is presently using.lot #: 0168024, 0245209, catalog #: 320550, date of event: unknown samples: discarded."